Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen was cracked. The pump was still functional however, the customer did not know how the touchscreen became cracked. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.